Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the user facility and was informed that the aia-900 analyzer was no longer generating error message "2140 seal break failure". The customer stated that an unusual noise was coming from the aia-900 analyzer. The fse was able to confirm the reported error messages in the error log, but could not reproduce them. The fse verified proper operation of the d.lane sensors and seal breaker sensor. The fse cleaned and lubricated the table and verified proper d.lane operation. The fse then performed cup transfer tests and verified analyzer was performing as expected. The aia-900 instrument was validated by running quality controls, which passed within acceptable range. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 02-apr-2018 through aware date 02-may-2019. There were no other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 4081 d.lane-x home not detected. Cause: the home sensor s030 failed to be activated after the dispensing lane moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s030 and pm030 for a possible malfunction. 2140 seal break failure. Cause: a seal break was not detected during a seal break operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact the tosoh local representatives. Check the seal break position in the dispensing lane, the seal break confirmation sensor s041, and the seal break operation. The most probable cause of the reported event could not be determined during investigation by the fse. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error messages "4081 d.lane-x home not detected" and "2140 seal break failure" and an unusual noise coming from the aia-900 analyzer. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.